Manufacturer narrative:
Additional details are unknown at this time. If additional information is received, a supplemental report will be filed accordingly.

Event description:
It was identified that a patient received a revision procedure to remove and replace an eleos male-female midsection, eleos proximal femur, and an eleos male-female midsection. The reason for revision is unknown at this time. This event will be reportable to the FDA as a serious injury due to the revision procedure. This report captures the revised eleos male-female midsection.

Manufacturer narrative:
It was identified that a patient underwent a series of prior revision surgeries due to infection. The patient's index surgery occurred on (B)(6) 2022. The patient was revised on (B)(6) 2023 to replace the eleos proximal femur and two eleos male-female midsections. Device history records and sterilization batch records were reviewed, and no abnormalities were identified. The root cause of this complaint was not determined. However, based on the review of device history records, the investigation concluded that the root cause of the reported infection was not likely related to the design, manufacture, and/or sterilization of the revised eleos implants.

Event description:
It was identified that a patient received a revision procedure to remove and replace an eleos male-female midsection, eleos proximal femur, and an eleos male-female midsection. The patient was revised due to an alleged infection. This event will be reportable to the FDA as a serious injury due to the revision procedure. This report captures the revised eleos male-female midsection.